Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not reach the target vessel and exhibited placement difficulty, so the physician changed to his bundle pacing procedure. The tested threshold on the low voltage pacing lead was high. The physician explanted and replaced the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.